Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 419488, lead; implanted: (B)(6) 2009; model: 5076-52, lead; implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited no capture and high thresholds. A reprogramming intervention was completed. The lead currently remains in use. No patient complications have been reported as a result of this event.